Manufacturer narrative:
Correction - catalog # and unique identifier (UDI) # was updated in section d4.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was hospitalized for elevated blood glucose levels and ketoacidosis. The blood glucose results were not provided. The health care professional tried to lower the blood glucose level back into the target range by means of corrections. The patient was hospitalized for 4 days. No further information was provided.